Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 20apr2020.

Event description:
The customer reported high internal oxygen alarm, and planned to purchase a batteries to replace for about five units. In the meantime this repair would be take care at the same time. There was no patient involvement reported.

Manufacturer narrative:
G4: 18may2020. B4: 19may2020. Customer wanted to limit their visitors during this time and will be re-scheduled when it¿s convenient at near future. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 22jul2020. B4: 24jul2020. H11: it is unknown if the event occurred during patient use or not. H10: philips was not authorized to evaluate the device at this time. No further information can be obtained. The determination could not be made that the device failed to meet the specification. No part was returned for evaluation. Therefore, the alleged malfunction cannot be verified. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.